Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a tb safety syringe. The customer reports she drew up the syringe, administered the injection and after giving the injection she slid the safety device up over the needle and the safety device slid right off and detached from the barrel, thus causing the needle-stick on the lateral side of her right hand. After cleaning the needle-stick area, the nurse was sent to the urgent care center for blood draw and to schedule future blood draws.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.